Event description:
It was reported that the customer received multiple altitude alarms that temporarily could not be cleared. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.